Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to abnormal communication between the device and the scope because of the inundation in the combined scope gif-h190. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display an e315 and a b30 scope communication error. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the error occurred when connecting a gif-h190 scope to the cv-190. Tac instructed the customer to press the escape key on the cv-190 keyboard, power down the device, remove the scope from the tower, and to clean the electrical contacts with 70% isopropyl. The customer also used compressed air on the clv-190 connector socket and on the maj-1941. Tac advised the customer to connect the scope to the cv-190/clv-190 and power it back however the issue persisted. The customer attempted a different scope on the device without issue. Tac advised the customer to send in the scope for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.